Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The result of the review of the product shipping records showed no abnormality found in the subject device. Therefore, it is determined that the damage to the cable could have been caused due to the improper handling by the user. Per the instructions for use: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was unable to be duplicated. The image quality was tested and an intermittent flicker on the image was found due to a faulty cable unit. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an image problem. The image does not appear. No patient involvement or patient injury was reported. No additional information has been obtained.